Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was exhibiting high pacing thresholds. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was exhibiting high pacing thresholds. This lead was explanted. No additional adverse patient effects were reported. Additional information received indicated that there was no allegation against this lead and this lead remains in service. No adverse patient effects were reported.